Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) vacuum balloon issue . There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported was able to confirm the issue. The fse replaced the 5000h maintenance kit (0040-00-0147) due to dirty internal blade and worn membranes. The unit passed all functional and safety tests and was returned to customer.